Event description:
It was reported that the physician attempted to place an xpert stent during an unspecified procedure. The physician reported that he was having difficulty pushing the stent over the guide wire. The stent prematurely, partially deployed outside the patient's anatomy. The device was not used and a new stent was placed without problem. There were no patient adverse effects reported as a result of this event. No additional information is available.

Manufacturer narrative:
The investigation of the complaint device could not determine the cause for the deployment of the stent during preparation of the device. All devices are checked for the position of the outer tube in the final inspection. A review of the device history record for this lot did not produce any findings that contributed to this incident.